Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump shut off unexpectedly, and the customer had not received an audible confirmation of this. There was no impact to the customer's blood glucose level. Reportedly, customer continued to use the pump and declined to provide further information to tandem technical support and declined troubleshooting assistance, therefore no additional information could be obtained.